Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation noted that the reload was partially fired with a damaged knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resectioning. While resecting the colon, the proximal staple line had poor staple formation. The staples were not b-shaped. The staple line was incomplete at the proximal end. To fix the incomplete staple line, the reload was removed and another one was used. No patient injury or extension in surgical time. Patient status is alive, no injury.